Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
One unknown 4.1mm certain zireal zirconia abutment was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use and risk files to address reported event. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing condition, tooth location and placement duration were unknown due to limited information provided by customer. X-ray & picture evaluation: x-ray or picture image was not provided. Review of appropriate documentation: documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Biomet 3i dental implant IFU (p-iis086gi) rev h - july 2021. Per the applicable IFU, it is stated that improper technique can lead to device failure. Additionally, breakage may occur when device is loaded beyond its functional capability. DHR review: DHR and complaint history review could not be performed for the products reported as the lot/item number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Post market trending review: december post market trending was reviewed and there were no actionable trends or corrective actions for the reported devices and events. Therefore, based on the available information, device malfunction and the reported events could not be verified as the exact details of event were non-verifiable and the product was not returned.

Manufacturer narrative:
(B)(4). Catalog number and lot number not provided.

Event description:
It was reported that the abutment has broken off at the titanium base and stuck inside of the implant. Patient was not injured and will return for a new abutment and crown in the future.